Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) at l3-l5. At the time tamping the cage a nteriorly with using the cage broke. The surgical time was extended less than 15 minutes due to the incident. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Macroscopic and optical inspection reveals fracture, with a portion of the implant broken off, as well as witness marks, gouges, and plastic deformation at one end of the implant, suggesting incomplete distraction of disc space preparation prior to cage insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.